Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant a lead warning for high impedance occurred and high impedance was noted on the right atrial (ra) lead. The next day high thresholds were noted. Two days after implant x-ray showed that cardiac perforation had occurred. It was also reported that the lead could no longer capture in atrium and that far field r-wave oversensing had occurred as well other sensing issues. The device was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.